Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that nonischemic cardiomyopathies such as dilated cardiomyopathy, hypertrophic cardiomyopathy (end-stage), and sarcoidosis, right ventricular myocardium could cause increased afterload and preload on the right ventricular, promoting right ventricular dysfunction. This resulted in inadequate flow of blood from the right ventricular to the left ventricle and poor left ventricular depletion. Right heart failure after implantation of an implantable left ventricular assist device could occur not only during the perioperative period of implantation but also during the chronic phase. Problems with the assisted heart system were also discussed, including malfunction of the drive or blood pump due to flexion of the blood graft or artery decompression and thrombus. The left ventricular lumen enlarged and chest x-ray showed pulmonary congestion. The frequency of intra-pump thrombosis varied from 1% to 8% over 2 years to 6 months, and multifactorial involvement was suggested. Signs of left heart failure, increased ldh (lactate dehydrogenase), hemolysis, or increased pump power consumption are observed, the possibility of intra-pump thrombosis was suspected, and the ramp test, which was evaluated with a swan-ganz catheter, was investigated by contrast-enhanced computed tomography (CT) scan or changing the pump revolution. It was also noted that attention should be paid to the setting of inappropriate rotational rate of an assistant heart because of increased aortic regurgitation leading to effective decrease in systemic blood volume, increased depletion resulting in decreased left ventricular volume and shifting of the interventricular septum toward the left ventricle resulting in increased tricuspid regurgitation and right heart failure due to morphological changes in the right ventricle, and further decrease in left ventricular (lv) volume resulting in decreased assisted flow. Some arrhythmias, such as ventricular tachycardia (vt) or ventricular fibrillation (vfib), that normally lose consciousness from hypotension, may be conscious because blood pressure is maintained by the assisted heart prosthesis. However, these arrhythmias decrease unsupported right ventricular (rv) output, leading to decreased flow from the rv to the lv, leading to decreased assisted flow. Changes in preload and rate of rotation readily alter lv size, and when the lv becomes narrowed, etc., contact with myocardium, such as the wall of the lv, may cause inadequate blood loss, premature ventricular contraction, and vt. Postural changes, such as arrhythmias and lightheadedness from recumbency to sitting, may occur. Aortic insufficiency (ai) may occur in patients with implantable assisted heart implants during the postoperative course. When ai occurs, the flow of blood from the aortic supply to the aorta from the aortic valve back into the lv and into the auxiliary heart is formed, reducing the amount of blood from the auxiliary heart to the systemic circulation. In heartmate3, the frequency of cerebral complications such as cerebral infarction and cerebral hemorrhage is lower than that of conventional complications, but cerebral complications are often fatal and consequent. Perioperative low cardiac output was reported as a risk factor for acute cerebral infarction after implantation, and maintenance of adequate cardiac output is essential. Careful attention should be paid to the management of cerebral complications, which may be related to infectious diseases, pumps, delivery vessels, intracardiac thrombi, problems with the blood coagulation system, and status of antithrombotic therapy. Gastrointestinal (gi) bleeding may occur due to formation of arterio-venous malformations, changes in coagulation-related factors such as von willebrand factor, and changes in peripheral hemodynamics associated with decreased pulse pressure. The 1-and 2-year avoidance rates were reported to be 95% and 93%, respectively. It should be kept in mind that the gi tract may be physically displaced by implanted devices and that there is a risk of damaging the driver line during abdominal surgery. Cardiac transplantation was indicated for patients with severe heart failure that did not improve to new york heart association (nyha) grade iii, for those younger than 65 years of age, and for those with other organs other than the heart that do not have life-threatening comorbidities and have a support system that enables them to receive continued medical care. As of 31dec2022, the average waiting time for implantation of status 1 was 1,769 days, and approximately 90% of patients were on implantable assisted heart. The circulation after transplantation was characterized by the denervation of the transplanted heart. Sympathetic stimulation did not produce a rapid increase in heart rate, and catecholamines secreted by the adrenal gland cause a brief increase in heart rate. Due to the absence of cardiac vagal innervation, the resting heart rate tended to be as high as 90-110 bpm. However, it was reported that transplant hearts are gradually redistributed to the sympathetic and cardiac vagus nerves over the course of years. Antibody-related (humoral) and cellular rejection could occur after heart transplantation. This was especially suspected when cardiac function deterioration or hemodynamic deterioration (which occurs at any time but is more common around 2 weeks after surgery) is not an inducer. Symptoms and signs of rejection include malaise, fever, and increased arrhythmia, but they were not typical and required myocardial biopsy for diagnosis and were usually done regularly after transplantation. Immunosuppressive drugs vary in their regimen by magnetism after surgery, but they carried a number of risks of complications associated with immunosuppressive drugs, including infections including opportunistic infections, malignancies, renal dysfunction, dyslipidemia, steroid-induced diabetes mellitus, and osteoporosis. In addition, when transplant patients undergo surgery, consideration should be given to changes in immunosuppressive drugs or replacement with infusions. For example, patients who are using everolimus and who may be problematic for wound healing should be discontinued 1 week before surgery and switched to mycophenolate mofetil (mmf) to increase the maintenance dose of the calcineurin inhibitor (cni) to the optimal dose without everolimus, and should be treated with steroid covers as needed during surgery. In addition, coronary allograft vasculopathy (cav) may occur, but denervation of the nerve is less likely to cause chest pain due to myocardial ischemia. The role of multidisciplinary and care givers was greater than that of other heart diseases in loyalty patients with implantable assisted heart devices or after heart transplantation. In our daily life, important points to note are that nurses, transplant coordinators, and vad coordinators often suffer from muscle weakness due to severe heart failure. Therapeutics are very involved in rehabilitation, etc., and medical technicians are involved in the manipulation of implantable assisted heart. Clinical engineers were involved in the manipulation of devices, including the manipulation of implantable assisted heart. Pharmacists provided guidance on immunosuppressive drugs and heart failure tax treatments, both of which include the status of support provided by the caregiver as an indication. Patients who underwent assisted heart implantation may suddenly end of life due to device traps and are often strongly associated with proxy care givers in processes such as advanced care planning and preparation of advance directives until treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account reported that their was no heartmate product involved. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (revision b) is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the pump was not a heartmate product.